Event description:
The customer requested service and repair for their device due to the reported inability of the cutter knob to activate. It was reported that the device issue occurred during pre-op set-up; there was no case started at the time and therefore, no pt consequences.